Manufacturer narrative:
Device evaluation: the product was not returned for sample testing. Visual inspection on retained products on lot# uc31419 was performed. 33 samples were investigated. No visible defects were found on the package or solution. The solution was clear and colorless. All components were included in the product, without defects. The cannula was clean and without damage. No visible defects on the product box. The printing on the carton and labels are correct.the reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during surgery, while injecting healon, the surgeon noticed a blue piece, of what appeared to be rubber, in the eye. The doctor supposed that part of the blue plunger had come off. The doctor removed this piece with pliers and then vacuumed out the viscoelastic. The patient has no symptoms and is fine. No secondary surgery or medical intervention was required. There was a delay of a few minutes in the procedure. No additional information was provided to abbott medical optics.